Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report is for an unknown synthes expert tibia nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed.  This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made, the investigation will be updated as applicable. (B)(4).

Event description:
This is report 1 of 6 for the same event. This report is being filed after the review of the following journal article: metsemakers, w.-j. Et al (2015), individual risk factors for deep infection and compromised fracture healing after intramedullary nailing of tibial shaft fractures: a single centre experience of 480 patients, injury, vol. 46 (issue 4), pages 740-745, http://dx.doi.org/10.1016/j.injury.2014.12.018 (belgium). The aim of this retrospective, large-scale, single-center study is to identify risk factors for deep infection and compromised fracture healing after intramedullary nailing (imn) that can be addressed by future prevention strategies. Between january 2000 to january 2012, a total of 480 patients, (338 male and 142 female), with 486 fractures, with a mean age of 39.2 years (range 17-90). Surgical fixation was performed by three types of tibial nails (depuy synthes; johnson & johnson co. Inc., new jersey, USA): unreamed tibial nail (utn), reamed tibial nail (rtn) and expert tibial nail (etn). Another surgical treatment option was the external fixator (depuy synthes; johnson & johnson co. Inc., new jersey, USA). The minimum follow-up period was 18 months, and follow-up was continued until there was evidence of union. The following complications were reported as follows: (the article did not indicate as to what specific device was implanted to these patients). 11 patients died. 21 patients developed infections. Of which 7 male patients had deep infection. 1 of 7 male patients had deep infection. 2 of 7 male patients had deep infection. 3 of 7 male patients had deep infection. 4 of 7 male patients had deep infection. 5 of 7 male patients had deep infection. 6 of 7 male patients had deep infection. 7 of 7 male patients had deep infection. 105 patients with 106 fractures presented with compromised fracture healing. Delayed union occurred in 9.9% (48 fractures) and nonunion occurred in 11.9% (58 fractures). This report is for an unknown synthes utn nails, unknown synthes tibial nails, unknown synthes expert tibial nails, and unknown synthes ex-fix constructs.